Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the regional repair center (rrc) indicated that there was corrosion on the distal end cover. It was determined that the malfunction was due to water leakage. There was no patient involvement.